Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a drug eluting stenting procedure the stent moved on the balloon. The de novo lesion was located in the mildly calcified and non tortuous proximal left anterior descending artery. Access was obtained through the radial artery. The physician predilated the lesion with a 2.5x15mm non-bsc balloon and then advanced the 3.00x16mm taxus liberte stent to the lesion, but was unable to cross. When the device was removed, it was observed that the stent had moved on the balloon. There were no patient complications. The procedure was completed with a 3.0x15mm non-bsc balloon and the deployment and post dilation of a 3.0x15mm non-bsc stent. Patient status is reported as "good."